Event description:
Second revision surgery - due to infections and the patient being in a car accident which loosened glenosphere, the surgeon removed all of the items. Reference first revision, date of surgery (B)(6) 2013, (B)(6).